Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a headless compression screw (7.0mm x 50mm, short thread) used for a calcaneal osteotomy procedure in (B)(6) 2024 failed. The patient reported that the screw broke, causing the heel to shift out of alignment. The issue was discovered during a follow-up visit on (B)(6) 2024, when imaging revealed the breakage, despite the patient having only been weight-bearing for six weeks. The patient had no recollection of any abnormal activity or external factors that could have contributed to the failure, noting that he had been walking at work but refrained from any strenuous activity to facilitate healing. The patient has continued to follow up with his doctors to determine the next steps for treatment. No catalog or item number for the implant was available beyond the description of the screw and the manufacturer.

Manufacturer narrative:
Correction to h6 (results code). The complaint could be confirmed, since the information for evaluation matches the alleged failure. The investigation revealed the following: an inspection of the image has shown that a broken screw is visible. For further statement it is needed to receive the part. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a headless compression screw (7.0mm x 50mm, short thread) used for a calcaneal osteotomy procedure in april 2024 failed. The patient reported that the screw broke, causing the heel to shift out of alignment. The issue was discovered during a follow-up visit on (B)(6), when imaging revealed the breakage, despite the patient having only been weight-bearing for six weeks. The patient had no recollection of any abnormal activity or external factors that could have contributed to the failure, noting that he had been walking at work but refrained from any strenuous activity to facilitate healing. The patient has continued to follow up with his doctors to determine the next steps for treatment. No catalog or item number for the implant was available beyond the description of the screw and the manufacturer.